Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Field representative walked the site through the process to properly reboot the system in order to avoid running into similar problems in the future. This resolved the issue, no further issues were reported. A software investigation was also completed. The system logs were reviewed, they showed that the system was sitting idle. After an hour system will shut itself off. Hence, software functioned as designed.

Event description:
A medtronic representative reported that imaging system's image acquisition system (ias) was not initializing and became stuck on 'initializing, please wait' boot up message. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: unique device identification (UDI) has been updated to proper value. If information is provided in the future, a supplemental report will be issued.